Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited gradual increased in pace and shock impedance measurements. The patient was in for normal battery change-out and shock impedance was at 83 ohms prior to the procedure. During revision, high out-of-range shock impedance was observed after connecting the lead to the new device. The lead was then abandoned surgically and replaced. After placing a new lead and device, shock impedance was stabilized at 36 ohms. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.